Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one drug coated pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted bloody. The components like balloon protector and packaging hoop were returned and no other anomalies were noted. On the functional evaluation, the guidewire lumen was flushed and only the minimal water exited out from the distal tip. On further an in-house guidewire was inserted into the distal tip and there was an initial resistance felt when advancing from the distal tip to the hub, but was able to fully advance and exited out of the guidewire port. It was noted that the opaque material was came along with the guidewire throughout its length while exiting from the guidewire port. The thin tubular opaque material was pulled off from the inner guidewire lumen. No further testing was performed. Therefore the investigation for the reported device-device incompatibility was confirmed as the guidewire felt resistance during its insertion into the guidewire lumen of the catheter. The investigation for the identified material separation was also confirmed as the opaque material was noted on the guidewire and it also examined under the microscopic observation. The definitive root cause for the reported device incompatibility and identified material separation could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the treatment the guidewire allegedly had compatibility issue. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that prior to the treatment the guidewire allegedly had compatibility issue. The procedure was completed using another device. There was no patient contact.